Manufacturer narrative:
Updated section h6- type of investigation, findings, and, conclusion. The device was visually examined, and the following was observed: guidewire lumen distal to triple marker bands is partially bent, likely due to packaging. There is a kink on the proximal balloon shaft distal to the strain relief. As additional information received states that "there were no kinks noted" on the delivery system, the observed kink is likely due to packaging. No kinks/abnormalities were observed on the returned atrion device. During pre-decontamination evaluation, the following functional testing was performed: the delivery system was able to successfully inflate with no issue. During post-decontamination evaluation, the following functional testing was performed: inflation/deflation time measurements were taken of the returned device and no abnormalities were noted during testing. The complaint for delivery system inflation difficulty and/or incomplete inflation was unable to be confirmed as device was able to be inflated/deflated normally. Visual, functional, or dimensional analysis did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of instructions for use/training materials revealed no deficiencies. Inadvertently twisting or kinking of inflation tube can temporarily impede the fluid flow which could lead to inflation difficulty. Once the tube is straightened, the fluid can flow freely. This probably explains why the subsequent inflation was done successfully without any resistance. However, a definite root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist (fcs), during use of a 26mm commander delivery system, it was very difficult to push in volume, causing a slow balloon inflation and long pacing run. Inflation time was approximately 12 seconds. Surgeon used all his strength to get volume in. A subsequent inflation was performed to ensure there was full volume, and there was no resistance this time. There was no fluid loss noted because of the inflation difficulty. No additional force was required during preparation. Device was introduced as usual with no additional torque. 15% ratio of contrast to saline was used in the inflation medium. There were no kinks noted. According to the fcs, the most likely root cause was a kink in the tubing of the atrion inflation device.

Manufacturer narrative:
Investigation is ongoing.